Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump primed properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was not getting the numbers when filling the tubing. The customer blood glucose level was 199 mg/dl. Customer stated that they were unable to exit the preparing to prime loop. The troubleshooting was performed for the prime rewind. The customer was advised to hold down act until they receive second series of beeps or numbers appear on the display. Customer stated that they did not received second series of beeps nor did numbers appeared on the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.